Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: it was reported that the user opened filiform double pigtail ureteral stent set and found the stent was broken. It was reported the tether was not attached to the device when the package was opened. A new device was used to finish the procedure. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complainant returned one filiform double pigtail ureteral stent set. The stent was returned in the shipping tray and inside of the opened package. It was returned without the tether, and the tether was not returned. The positioner and the wire guide were returned. The distal coil was returned severed from the body. When segments were placed side by side, the length measured 26 cm. The segments appear to be mating fractures. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied: upon removal from the package, inspect the product to ensure no damage has occurred. The returned stent confirmed the reported failure mode, the distal coil of the stent was separated from the rest of the stent. The fracture on the separated coil and other section of stent matched indicating the entire stent was returned. The stent was returned without a tether. A review of the device history record found no related anomalies and no other complaints have been reported for the same lot at the time of this investigation. The device specification was reviewed and manufacturing controls were found to be in place to assure device integrity prior to shipment. Based on the available evidence a cause for the complaint cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unspecified procedure, the user opened the package of a filiform double pigtail ureteral stent set, and found the stent broken. The tether was not attached to the device when the package was opened. A new, same type device was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient.